Event description:
The customer reports that during a lymph node procedure, the clips ejected, but did not form correctly. A second was used and the same problem occurred. A third device was used to complete the procedure without any adverse pt consequence.